Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and passed. Receiver functional testing was performed and failed due to speaker tests out of specs and internal mic failed. "Sound" and ¿try it¿ test was performed and failed. Receiver communication tool rev 7.3.0.7 test was performed and passed. Case opened for interior inspection was performed and failed due to speaker diaphragm contaminated with metallic foreign objects. Pictures were taken. Audio speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.